Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the right femoral for an unknown indication. It was reported that when removing the impella, the fixing plug of the indwelling sheath and the fixing wing (blue) were strongly pulled and damaged. There was bleeding from the indwelling sheath. Surgical hemostasis was performed, and blood products were administered, amount unknown. No further information was provided.